Manufacturer narrative:
The device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found related failures. A clinical review was performed and based on the limited information provided the root cause of the reported issue could not be determined. Although the scope is a medical instrument, it, itself should not have components that shed fragments unless it was hit by a shaver or some other device. Factors that are known to contribute to the alleged fault/failure may include mishandling during shipping, use or reuse of the device, contact with another source, or wear and tear over time. Catalog number updated.

Event description:
It was reported that during an arthroscopy of the left joint knee, synovectomy, joint cavity cleaning, use opposite gracilis femoris and semitendinosus tendon to repair and reconstruct the anterior cruciate ligament, suture of the lateral meniscus and suture of the medial collateral ligament of the left knee were performed. After surgery, x-ray examination was performed and showed there were suspicious metal foreign bodies in the left knee and patient swelling about left knee. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.